Manufacturer narrative:
Date of event is estimated. A patient experienced ineffective stimulation was reported to abbott. X-ray confirmed both leads migrated. As result, the leads were repositioned addressing the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration of both leads. Surgical intervention was undertaken wherein both leads were repositioned. Effective therapy was restored post operatively.